Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's neurostimulator (ins). It was reported that they just did normal ins replacement as ins was at eos. It was unknown if impedances were checked prior to disconnecting the ins but patient had 1 program for each leg and stimulation was fine and they had adequate coverage prior to replacement. 2-5 were showing as avoid (40000 ohms) and 11-15 were showing as avoid (38000 ohms). Caller had not checked different reference electrodes. Caller was not in the or during case but was told impedances were checked and were "high". Caller was attempting to program but needed assistance in determining which electrodes they were programming because impedances show as a 2x8 configuration. Caller had attempted to program the contacts the patient was using prior to replacement and that "did nothing". Caller programmed 1-6, caller saw oor, maxed out the intensity and patient didn't feel stimulation. Caller programmed 8-9 but patient only felt it in left leg. Caller re-ran impedances and looked at reference 3 which showed 11-15 at 11090 ohms, 2 was 16k, 4 was 13k, 5 was 32k and 7 was now showing avoid as well at 18k. The screen with the impedance results "needs to change" as it appears to be a 2x8 configuration and they didn't know how to program a 5-6-5 when the impedance results were showing a "2x8 configuration". Caller wanted to program electrodes 1 and 6 but needed to know how to do this because caller thought number on the impedance results/2x8 configuration was different than the numbering on the 5-6-5 configuration. Caller stated they would try different programming and would be seeing patient again on thursday. It was reviewed that impedances may or may not come down in a few days. No symptoms were reported. On (B)(6) 2018, it was reported by the rep that they were able to cover patient's pain areas and stim was working as it had been before. Caller wanted to report discrepancies in impedances between tuesday and today. Caller had looked at different reference electrodes on tuesday but not today. Caller provided following results with reference 0 (first column is tuesday result, second column today's result) 0 - do not use, do not use 1 - ok, avoid 2 - avoid, avoid 3 - avoid, avoid 4 - avoid, avoid 5 - avoid, do not use 6 - ok, do not use 7 - avoid, avoid 8 - ok, ok 9 - ok, ok 10 - ok, ok 11 - avoid, ok 12 - avoid, avoid 13 - avoid, ok 14 - avoid, avoid 15 - avoid, ok rep was asked for specific numeric pairs for an idea as to what the actual numerical values were. Rep was asked for 11-12 pair and caller stated 11 was 3600 and 12 was 3190. Rep was asked for 5-0 and caller stated 0, 5, 6 and all the "do not use" electrodes were all 40k. Caller states patient was programmed with a1 - contacts 8 and 9 and a2 - contacts 13 and 15. Caller was going to email session reports from tuesday and today and noted they would be seeing patient again in a few weeks. On (B)(6) 2018, rep reported that the cause of high impedances, patient not feeling stim and oor message was unknown. The cause of the configuration issue was provided as apparently it was designed that way. Patient was reprogrammed to attempt to achieve stimulation in appropriate area. Patient was receiving good stimulation and no further high impedances/configuration issues were noted. The session reports could not be sent because rep was unable to download reports on their personal laptop.  They download to accounts pc¿s with no trouble. Patient's weight was unknown and the information was confirmed with the hcp. No further complications were reported/anticipated.